Manufacturer narrative:
(B)(4).

Event description:
The delivery system was returned for analysis. The event was confirmed; there was resistance when moving the sheath over the device and the device could not be removed from the sheath. The root cause of the events could not be conclusively determined; however, was most likely due to an approximately 0.002¿ interference between the sheath and the graft cover.

Event description:
An endurant was in the patient for the endovascular treatment of an abdominal aortic aneurysm. A 20 fr sheath was also used during the procedure. It was reported that during the index procedure the endurant bifurcate was used with a 20fr dry seal sheath which had some resistance going. The physician was able to accurately deploy the stent graft to the intended landing zone however, when trying to retrieve the delivery system from the patient through the sheath, the delivery system would not pass back through the sheath. The physician removed both devices from the patient together. No clinical sequelae were reported and the patient is fine.